Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device used with an unknown phone and operating system version. The customer received a "replace sensor" message and could not obtain glucose readings. As a result, the customer lost consciousness and could not self-treat, requiring juice provided by the caregiver for treatment. There was no report of death or permanent impairment associated with this event.